Event description:
It was reported that no osseointegration was achieved after placement of pepgen p-15 bone grafting material at the time of implant placement. An implant was initially placed in a site grafted six months pre-operatively with puros (not manufactured by dentsply) and failed on the same day. The site was regrafted with pepgen p-15 and a second implant placed. The implant failed two weeks later for reasons of "no osseointegration," "mobiliy," and "progressive bone loss." As a result, another surgical procedure was necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.